Event description:
It was reported that a clearlink system non-dehp solution set was leaking at the filter site. The leak was observed while running lipids during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # contains only the di information as no lot was provided by the reporter. H11: the actual device was received for evaluation. Visual inspection was performed which identified an improper manual assembly of the tubing. Pressure and clear passage tests were performed and the device did not meet specifications due to the improper assembly. The reported condition was verified. The cause of the assembly issue was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.